Event description:
The dr attempted to implant a valve in a pt with adueductal stenosis. The valve did not have the capacity to drain lcr (csf). The ventricular drainage was in the correct position. The system seemed occluded.